Manufacturer narrative:
. H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that components were difficult to advance into the flexor sheath of a rosch-uchida transjugular liver access set broke. As reported, when the stiffening cannula was advanced into the combination of the check flo introducer set, the sheath was very tight and gave resistance. Advancement was attempted again, and the tip of the dilator detached. An additional like device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon inspection of the returned device, it was discovered that the flexor sheath broke, thus prompting this report.